Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06366. It was reported the pt is experiencing heating at his ipg pocket while charging. The pt stated the heating is uncomfortable enough that he has to stop charging and wait for the area to cool off before resuming charging. A new low energy charger was sent to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent a field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increased in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Correction and preventive action (CAPA) investigation was performed. Eval results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.